Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for infection, skin irritation & needle pain. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an infection occurred when using unspecified bd pen needles. The following information was provided by the initial reporter, a patient receiving therapy reported reusing needles to check blood sugar. The patient had been reusing bd needles and left needles attached to the pen. The patient experienced a hand infection due to reusing the needles and was hospitalized for 5 days. The patient additionally experienced pain and knots at the injection site on abdomen."